Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.